Event description:
Resistance met when the nurse attempted to remove the second soaker cath hose of accufuser. Have disconnected, coiled, covered with sterile dressing and secured with ace wrap. Pt reported no discomfort, ice applied. Upon examination, it appears the catheter has a small break. Unable to determine the exact cause.